Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.62 volts, middle of life 2 (mol2), two months post implant. The patient denies having a magnetic resonance imaging (MRI). The device was returned to guidant for analysis.